Event description:
It was reported the device was used in an unknown procedure. It was reported the hp052 buzzes but has no power. Another hand piece was used to complete the case. There was no consequence to the pt.